Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #23 was removed due to infection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative. Upon investigation on oct 29th, 2025, the returned implant was identified as a third party implant, not from zimvie dental. As a result, the prior submission for MFR-0001038806-2025-02662 submitted on oct 24, 2025 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.